Event description:
It was reported that the ventilator generated a technical error code indicating a patient category mismatch between the breathing and monitoring sub-systems. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our investigation is finalized. Our field service engineer (fse) concluded after troubleshooting the device that the error was not present after exchanging the main back-plane printed-circuit board (pcb). The main back-plane pcb was not received for further technical investigation. Our investigation therefore consists only of a received device logs evaluation, that was retrieved by the fse. The device logs evaluation confirmed the reported problem, indicating a patient category mismatch between the breathing and monitoring sub-systems. The technical error code was generated at three times on the given date of event. This error may lead to a stoppage of ventilation if it were to occur during ventilation treatment. Another technical error code was also generated several times during the date of event indicating a communication error. This error will not affect the ongoing ventilation. Based on the information provided by the fse, the exchanged part, and the information given in the service manual, we conclude that the ventilator had a malfunction. The malfunction was most likely caused by an open circuit in the pcb. The root cause has not been established, since the pcb was not received for further analysis.

Event description:
(B)(4).